Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the hemostatic valve failure issue occurred. Hemostatic valve failure. About 10 minutes after using the catheter, when the brockenbrough was performed, the hemostatic valve was found to be broken. The hemostatic valve was dislodged into the hub. It was not sure if the hemostatic valve itself was not broken. The inspection of the defective product which was being retrieved was requested. Reverse blood from the hemostatic valve and air suction from the three-way stopcock was confirmed. The sheath was replaced with another new one. The procedure was completed without any problems. Additional information was received. The detailed issue was unknown. The hemostatic valve (gasket) did not dislodge inside the hub nor did it dislodge outside of the hub. The brim cap / hub did not become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. A few drops of blood was lost, but the exact amount was unknown. Medical intervention was not required. Rf needle was used for transseptal puncture. The event was assessed as MDR reportable for a hemostatic valve failure issue.

Manufacturer narrative:
E1. Initial reporter phone: (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 09-aug-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the hemostatic valve failure issue occurred. The device evaluation was completed on 18-aug-2023. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and irrigation test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed that no damage was observed on the vizigo sheath. Microscopic examination of the hemostatic valve surface does not show stress marks on the outer diameter. Then, an irrigation test was performed and no leakage, air, or bubbles were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. The issue reported by the customer was not confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The optimal device performance (odp) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).